Event description:
Medtronic received information that during priming, a leak was found near the heat exchanger. The exact location of the leak was not specified. The oxygenator was changed out with no adverse patient effects reported. The product was returned for analysis.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection did not show any outward signs of cracks or damage throughout oxy or ports. Performance analysis: blood side pressure integrity testing was performed at 3 liters/minute with 23 psig of back pressure for 10 minutes. During the test, there was a leak observed from the hex (heat exchanger) side seam. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: based on analysis and investigation, the leak was confirmed to originate from the hex side seam. A partial void may have formed during adhesive dispensing into the adhesive groove of the heat exchanger, allowing for acceptable pressure test results prior to distribution. It is possible a physical shock encountered during shipping or handling of the product may have compromised that bond. Historically, it has been observed that overly aggressive shipping and handling can cause the partial bond to become compromised, resulting in a leak and contributing to the event. Medtronic is monitoring for similar complaints. (B)(4).